Manufacturer narrative:
The product evaluation could not confirm the reported customer complaint. The pressure controller did transmit a signal. However, it was observed during the pressure test of the pressure controller that the values were out of range. The values obtained by the pressure controller were as follows: 108.67mmhg (limits 98.00 to 102.00 mmhg), 209.52mmhg (limits 197.80 to 202.20 mmhg) and 312.72mmhg (limits 297.80 to 302.20 mmhg). There was no error message displayed. The device history record was reviewed. There were no related non-conformances found. There is no history of previous related servicing. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. With the clearsight monitoring system, it is common clinician practice to compare clearsight pressure values with an non-invasive blood pressure cuff. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, the clearsight pressure controller (pc2k) did not transmit a signal. There was no allegation of patient injury. No patient demographics were obtained to date.